Event description:
It was reported that the pituitary tooth completely came apart in pieces; rails, handle and screw in an unspecified spinal surgery. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The inferior instrument shaft is fractured at the centerline of the pivot pin. Optical examination of the fracture identified a fairly brittle fracture and no indication of fatigue. The location of the fracture and amount of force required is consistent with overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.